Event description:
Acute erythematous skin reaction to border area of tegaderm 4x4 IV dressing; apparently skin breakdown, blebs. Nurse procedure/use confirmed to be more than adequate. Occurred twice, pt took picture -after dressing removed- which clearly shows border of dressing in two separate orientations, both with same reaction. Dates of use: 2009. Diagnosis or reason for use: IV therapy. Event abated after use stopped: yes.